Manufacturer narrative:
The pump was returned to animas for eval. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The pt reported that the "ok" button is delayed in responding. The pt reported that there is no structural damage to the keypad.